Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 387mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test followed by another error alarm as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed. The unit had scratched lcd window.